Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor bridge test alarm. No adverse effects were reported.

Manufacturer narrative:
Information was received on 10-jan-2022 indicating that there was no patient involvement in this event. Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated, found 'force sensor bridge test' at power up. Force sensor count was at 0 (should be in 30s) and value was -1.03 lb with no applied pressure. Cannot recalibrate, force is below minimum. Service replaced force sensor, also replaced plunger cable as a preventative measure. Performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.